Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 159 mg/dl (aviva meter) and 79 mg/dl (hospital's meter). The customer was in the hospital due to a car accident not related to their diabetes. The customer was treated with glucose via IV. He was hospitalized for three days due to the accident. Return of the suspect device was requested for evaluation.